Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that the liberty select cycler powered down while training a peritoneal dialysis (pd) patient. The cycler was rebooted multiple times and unplugged from the wall however the issue persisted. A power surge was reported. The power switch was in the on position. The ok and stop keys did not illuminate when pressed. At that point in time, the technical support representative advised to discontinue use of the cycler. A replacement cycler was issued. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of particulates within the cassette area. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on the inverter board. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Removed functioning inverter board from the front panel at the completion of the investigation. There were visual indications of dried fluid under the pump assembly on the bottom cover. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. A voltage verification check passed. A pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Correction: g4 (510(k).

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius that the liberty select cycler powered down while training a peritoneal dialysis (pd) patient. The cycler was rebooted multiple times and unplugged from the wall however the issue persisted. A power surge was reported. The power switch was in the on position. The ok and stop keys did not illuminate when pressed. At that point in time, the technical support representative advised to discontinue use of the cycler. A replacement cycler was issued. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient completed treatment. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.